Manufacturer narrative:
(B)(4).

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as skin irritation on the back. The patient¿s physician prescribed betamethasone cream 0.05 % for the skin irritation. Follow up indicated that the skin irritation improved.